Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed the implantable cardiac monitor had episodes of under-sensing that triggered pause episodes. Programming changes did not work to resolve the issue. Patient was asymptomatic.